Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15553. It was reported the pt experiences ineffective stimulation. Surgical interventional was undertaken on (B)(6) 2014 and both of the patient's model 3146 leads were explanted and replaced. Additionally, the patient's ipg was electively explanted and replaced. The pt reported effective stimulation coverage postoperative.